Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Implanting the device off-label, migration, and no attempts to change the programs on the transmitter assembly have been ruled out. The device was not returned and could not be analyzed by engineering. Attempts to recover the device were unsuccessful, preventing engineering from performing investigation. The root cause of the event could not be determined, and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation in their foot when turning the device on. Several attempts have been made to change the programs on the transmitter assembly with no change as the patient is still experiencing a burning sensation within 10-20 minutes of having the device turned on with lowest settings possible. Additionally, the patient reported a discoloration on their ankle close to the device. However, it has resolved. As of june 16, 2025, the patient reported the sensations have slowly gone away after having the device turned off for a few days.